Manufacturer narrative:
Further attempts to obtain additional information on the revision were made; however, they were unsuccessful. Our medical records currently indicate that the s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional (hcp) that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a pocket revision. The reason for the revision were not provided. No additional adverse patient effects were reported.